Manufacturer narrative:
The field service engineer (fse) performed a routine system check and a high sensitivity system check both of which passed within instrument specifications. The fse performed a 15-replicate precision test using the low level quality control material which failed due to elevated values. The fse replaced the main pipettor, dispense probes, and aspirate probes. The fse also verified the peristaltic pump tubing; no issues were noted. While replacing the mixer pulleys, the fse noted the pulley under aspirate probe #2 was difficult to remove. The fse cleaned the wash wheel and replaced the mixer belt. The fse verified the transducer voltages and alignments; no issues were noted. The fse primed the system and performed another routine system check and precision test both of which passed within assay and instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue. All related medwatch reports associated with this incident: 2122870-2014-00217, 2122870-2014-00218, 2122870-2014-00219, 2122870-2014-00220, 2122870-2014-00221.

Event description:
The affiliate stated the customer reported discrepant troponin I (access® accutni) results, within the risk stratification range, for eight patients, involving the unicel® dxc 600i synchron® access® clinical system. This report is two of five referencing the patient on the event date noted. The original result of 0.15 ng/ml was not released to the hospital. There was no patient consequence associated with this event. Subsequent testing of the patient's sample, on the same instrument, generated a lower result of 0.04 ng/ml, within the normal reference range. The laboratory has a troponin I cutoff value of >0.07 ng/ml and samples with results greater or equal to the cutoff value are reanalyzed. The patients' samples were collected in 12x75mm lithium heparin plasma tube with gel and centrifuged at 3,500 rpm (rotations per minute) for five minutes, at room temperature. The samples were less than two hours old following collection and stored at room temperature. The samples were analyzed from the primary tube. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.